Manufacturer narrative:
Device evaluation: the device was returned for investigation, in used conditions, without its original packaging. Functional test: the sample was tested using a syringe with water to detect any leak. Results: during the test, a leak was found fleeing from the air vent of the filter in the sample, the failure mode reported is confirmed. Root cause could not be determined through analysis of the returned set, investigation into this issue suggests the presence of surfactants as the likely root cause. As this products instruction for use indicate under cations, medication with surfactants as part of its composition may lead to leakage from the air vent. In addition, surfactants may be introduced when syringes and vials with lubrications that contain silicone surfactants (which are not water soluble) are used. The resulting low surface tension occasionally can cause the filter to become non-functional, resulting in leakage from the filter?s air vent. By the date that this investigation report is documented through CAPA(B)(4), update IFU (B)(4) to specify that surfactants include silicone-based lubrications on syringes and vials can be transferred to medication solution, which will be address to packaging and labeling design plan for (B)(6) disposable compliance project that was release on (B)(6) 2019 expected due date of this implementation is (B)(6) 2022. Notification was made to production personnel for the leak failure mode on (B)(6) 2021.

Event description:
It was reported the filter is leaking. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation, in used conditions, without its original packaging. Functional test: the sample was tested using a syringe with water to detect any leak. Results: during the test, a leak was found fleeing from the air vent of the filter in the sample, the failure mode reported is confirmed. Root cause could not be determined through analysis of the returned set, investigation into this issue suggests the presence of surfactants as the likely root cause. As this products instruction for use indicate under cations, medication with surfactants as part of its composition may lead to leakage from the air vent. In addition, surfactants may be introduced when syringes and vials with lubrications that contain silicone surfactants (which are not water soluble) are used. The resulting low surface tension occasionally can cause the filter to become non-functional, resulting in leakage from the filter?s air vent. By the date that this investigation report is documented through CAPA(B)(4), update IFU 10012333-003 to specify that surfactants include silicone-based lubrications on syringes and vials can be transferred to medication solution, which will be address to packaging and labeling design plan for cadd disposable compliance project that was release on 05-nov-2019 expected due date of this implementation is june 2022. Notification was made to production personnel for the leak failure mode on (B)(6) 2021.

Event description:
It was reported the filter is leaking. No patient injury was reported.